Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. After pump system check with tandem technical support was performed, new pump supplies were loaded onto the pump and insulin delivery was resumed. Customer's blood glucose was 158 mg/dl. Upon follow up, occlusion alarm did not reoccur.